Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced sweating (diaphoresis), vomiting and experienced hypotension during hd therapy on (B)(6) 2021. Limited details were provided regarding the events; however, the cm reported the patient did not require any medical intervention due to the adverse events. The patient continued treatment utilizing the same 2008k2 hemodialysis system without further issue. The clinic¿s biomedical technician (bmt) reported the conductivity during the patient¿s hd treatment was within the manufacturer¿s specifications (13.9 ms/cm). Following treatment, the patient was sent to the emergency room (ER) via medical transport and was hospitalized (48 hours) for observation. Per the patient¿s cm, no medical intervention was provided at the hospital. Additional information was requested (e.g., machine records, treatment record, patient demographics, discharge summary), however the request was declined. The 2008k2 hemodialysis system was sequestered following the events, the bmt reported during post event testing, the bicarbonate pump was unable to be calibrated (specifics not provided) following the events and required replacement. The bmt reported the 2008k2 hemodialysis system did not audibly or visually alarm during therapy. No treatment data, machine records and/or functional compliance testing was provided for (B)(6) 2021 and the suspect bicarbonate pump was discarded after being replaced. Limited information precluded a more detailed and thorough investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008k2 hemodialysis system and the serious adverse event(s) of diaphoresis, vomiting and hypotension, which warranted hospitalization following the completion of treatment. The cause of the patient¿s serious adverse events was never clinically identified; however, given the limited available information provided, it appears the patient likely experienced an episode of intradialytic hypotension. The bmt reported the events were due to a 2008k2 hemodialysis system bicarbonate pump failure (¿not pulling¿). Intradialytic hypotension is the most prevalent complication associated with hd and occurs in approximately 25% of all treatments. Very often, the cause of intradialytic hypotension is multifactorial. While technological advances have significantly reduced the number of serious adverse events incurred during hd therapy, the 2008k2 hemodialysis system cannot be excluded from having a possible causal or contributory role in the serious adverse event(s). There is no tangible or objective evidence indicating the 2008k2 hemodialysis system malfunctioned on 17/aug/2021, as the bicarbonate pump was discarded after replacement. However, given the lack of definitive causality, treatment data, patient demographics, discharge summary and machine records, the 2008k2 hemodialysis system cannot be disassociated from the event(s). Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced sweating (diaphoresis), vomiting and experienced hypotension during hd therapy on (B)(6) 2021. Limited details were provided regarding the events; however, the cm reported the patient did not require any medical intervention due to the adverse events. The patient continued treatment utilizing the same 2008k2 hemodialysis system without further issue. The clinic¿s biomedical technician (bmt) reported the conductivity during the patient¿s hd treatment was within the manufacturer¿s specifications (13.9 ms/cm). Following treatment, the patient was sent to the emergency room (ER) via medical transport and was hospitalized (48 hours) for observation. Per the patient¿s cm, no medical intervention was provided at the hospital. Additional information was requested (e.g., machine records, treatment record, patient demographics, discharge summary), however the request was declined. The 2008k2 hemodialysis system was sequestered following the events, the bmt reported during post event testing, the bicarbonate pump was unable to be calibrated (specifics not provided) following the events and required replacement. The bmt reported the 2008k2 hemodialysis system did not audibly or visually alarm during therapy. No treatment data, machine records and/or functional compliance testing was provided for 17/aug/2021 and the suspect bicarbonate pump was discarded after being replaced. Limited information precluded a more detailed and thorough investigation.